Manufacturer narrative:
Device manufacture date was unknown as no lot number was provided. The device was a disposable item and was not returned to the manufacturer.

Event description:
A medtronic representative reported that during a cranial case with a passive biopsy navigus set, the surgeon stripped multiple screws and bent the screwdriver that required him to open a second box. The biopsy was able to obtain usable tissue and there was no impact to the patient.